Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4558m45 lead, implanted 1997-(B)(6). (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was observed with intermittent oversensing during ventricular high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.